Event description:
This patient experienced deterioration of sound perception and intermittent function of her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is yet to be scheduled. The heathcare professional was informed that the explanted device should be returned of cochlear americas.

Manufacturer narrative:
This type of event is addressed in the device labeling.